Manufacturer narrative:
Investigation results: a fully deployed ultraflex tracheobronchial stent and delivery system was received for analysis. The stent was measured to be within specifications. No issues were identified with the device. The investigation concluded that the reported event was likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex tracheobronchial uncovered proximal release stent was to be implanted in the main stem bronchus during a bronchoscopy procedure performed on (B)(6) 2017. The indication for the stent placement was a tumor in the main stem bronchus. According to the complainant, during the procedure, the physician started deploying the stent and noted that the stent deployed ¿too quickly¿. The physician stated that the stent was completely released after two pulls on the stent deployment suture, and felts it usually takes 4-5 pulls. The stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(6). (B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex tracheobronchial uncovered proximal release stent was to be implanted in the main stem bronchus during a bronchoscopy procedure performed on (B)(6) 2017. The indication for the stent placement was a tumor in the main stem bronchus. According to the complainant, during the procedure, the physician started deploying the stent and noted that the stent deployed ¿too quickly¿. The physician stated that the stent was completely released after two pulls on the stent deployment suture, and felt it usually takes 4-5 pulls. The stent was removed from the patient and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.